Event description:
Sao2 alarm parameters set at 90-100% on bedside monitor. Respiratory rate alarm parameters set at 12-30. Nurse walked by monitor, pt's sao2=50% and respiratory rate=36. No alarms sounded either at the central station or the bedside. Pt was found unresponsive and cyanotic. Pt eventually required reintubation.